Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. .

Event description:
Customer called to report that she received a recall letter on the insulin pump. Customer reported that the helpline recently sent a safety notification with regards to the drive support cap. Assisted customer with checking the support cap and it is normal. Customer also reported that she was unable to successfully rewind and prime the pump due to not having a complete set assembled and not applying enough pressure to the pen to make the pump think it was priming. Product is not being returned or replaced.